Event description:
It was reported that the (2) hp052 were used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that the handpieces produced a solid tone. There was no pt consequence.